Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to no failure detected / unable to confirm the complaint issue. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from a foreign country that during service and repair, it was observed that the e-pen handpiece device was found to become hot during use. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.